Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative.

Event description:
Material#: 305106 batch#: unknown it was reported by the customer that dr. Flint tried to ¿prime¿ it prior to injection and it didn¿t work. She couldn¿t get the medication to come through the needle. It¿s not a viscous product - just botox, which is made with saline. Verbatim: dr. (B)(6) tried to ¿prime¿ it prior to injection and it didn¿t work. She couldn¿t get the medication to come through the needle. It¿s not a viscous product - just botox, which is made with saline. Additional info on 06/02/2024 1. Please provide the address of the facility for us to ship the return label? (B)(6) 2. Date of event: (1/26/24, again today 2/6/2024 (previous issues occurred but I wasn¿t keeping track or saving needles) 3. Did the event directly, or indirectly involve a patient or user? (Dr. Flint was attempting to prime the syringe/needle with botox and it would not work. I attempted again with plain saline and nothing will come out of needle. Patient was in the room, but it wasn¿t injected into patient) 4. Did the event involve an urgent/life threatening medical situation? No ¿ just time consuming to change out needles in the middle of procedure with patient at bedside 5. Please confirm the batch number. Is the batch number the same as ref #? If so, it is 305106.